Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (impact code and device codes).

Event description:
After review of the medical records, the patient has a dislocation of his left hip on (B)(6) 2017 due to his maneuvering on the MRI machine. Atfter review of medical records, patient had discomfort, lytic lesion, sarcoma or osteosarcoma on a femur there was a mild tumor and pain.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address a sarcoma on the left proximal femur surrounding the left total hip replacement. Patient previously had asr components but these were noted to be stable with no adverse local tissue reaction and just recently showed radiolucency in the femur. Additionally, during the primary surgery, when the stem was inserted into the femoral canal and impacted, it remained 1 mm more proud than the level of the neck cut. Doi: (B)(6) 2007; dor: (B)(6) 2017; (left hip).